Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a follow-up appointment it was noted that the device housing had migrated down and foward on the patient's head. After the migration of the housing was noted, stimulation levels during fitting had to be increased to maintain audibility. The patient will undergo surgery to have the device re-positioned.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the received information, the implant housing has moved down and forward on the patient's head from its intended position. Furthermore, the patient did not have auditory percept on three basal channels, which is most likely due to a partial migration of the active electrode. However, the patient was reportedly receiving excellent benefit from the device. A re-positioning surgery of the implant housing was carried out. During this procedure, the device was inadvertently damaged due to several electrode insertion attempts, leading to device explantation. Damages observed during device investigation seem to be related to the reported manipulation of the electrode. This is a final report.

Event description:
At a follow-up appointment, it was noted that the device housing had migrated down and forward on the patient's head. After the migration of the housing was noted, stimulation levels during fitting had to be increased to maintain audibility. Patient reported excellent benefit from the device but was not happy with the position of the magnet. The patient underwent surgery to have the device re-positioned on (B)(6) 2016.